Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted stryker to report that their device shock button is working intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be verified and was not able to be duplicated during extensive testing. Root cause could not be determined. After unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device shock button is working intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.